Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Serial number: unknown/ not provided. Expiration date: unknown, as product serial number was not provided. UDI number: unknown, as product serial number was not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as product serial number was not provided. (B)(4). Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had chronic narrow-angle glaucoma and elevated hyperopia. The patient had trabeculectomy for the right eye (od) in 2012. The visus for od was + 3.75 + 0.50a 85 6/10 and for os (left-eye) +4.50 sf 6-7 /10. On the (B)(6) 2022 the patient had phaco surgery for od and an intraocular lens (iol) was implanted. Xen gel with lysis of irido-capsular synechiae from 11 to 3 hours was also reported. The patient complained of vision as from a decentralized corneal lens, with halos and glares both during the day and during the night. The vod (vision right-eye) was 0.25sf 10/10, posterior capsule vertical fold, clear vertical asymmetry of the 2 halves. No further information was provided.